Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 syringe 20ml ll precise experienced packaging that tears while opening leaving paper shards in sterile field/room prior to use. The following information was provided by the initial reporter: package difficult to open, to maintain sterility tearing package.

Event description:
It was reported that 100 syringe 20ml ll precise experienced packaging that tears while opening leaving paper shards in sterile field/room prior to use. The following information was provided by the initial reporter: package difficult to open - to maintain sterility tearing package.

Manufacturer narrative:
Investigation: our quality engineer inspected the returned units and observed that the top web of the packaging was torn in a way that would indicate the packages were difficult to open. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The routine fiber tear test passed the outgoing inspection and the sealing parameter were within specification. The team also contacted the paper supplier and no abnormalities were reported in their processes. Therefore, a definitive root cause for this issue could not be determined.